Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 460, with symptoms of dehydration, associated with an alleged cartridge leak. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the cartridge compartment was leaking, and there was moisture in the cartridge compartment. No issues with the tubing were alleged. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged cartridge leak.